Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms and pacing thresholds were 5.0v at 1.00 ms. Ra lead fracture was suspected. Pacing thresholds were 4.5v/1.00ms in unipolar, so pacing was programmed from bipolar to unipolar. This ra lead remains in service. Future lead revision was discussed, but not scheduled at this time. No adverse patient effects were reported.